Event description:
The customer reported that the tubing was removed from the pump after the patient was discharged and an aneurysm was noted in the silicone segment. There was no report of patient harm or medical intervention. Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B)(4). The customer stated the set will not be returned. Unable to determine the cause of the customer's reported aneurysm in silicon segment.